Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, adjust belt/check belt messages) has been confirmed. Upon receipt, the belt failed fall-off and te recognition tests. Upon evaluation, the black pulse wire was open in the trunk cable connector. The cause for the messages and test failures was the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant adjust/check belt and check te pad messages. The patient was issued a replacement electrode belt.